Manufacturer narrative:
The device was sent to the facility biomedical engineer who evaluated the device. The facility biomedical engineer replaced the power management pcba to address this issue. He ran the device for several hours on (B)(6) 2015 and there were no problems. The device successfully passed performance specification testing. (B)(4). Patient gender, age and weight were provided.the remaining patient information was not available.

Event description:
The customer reported during patient transport the device alarmed and shut down due to a data acquisition pcb adc reference failure. The device was in use on a patient. The customer reported the patient was given blowby oxygen to maintain saturation levels.